Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and recommended further investigation via in clinic follow up and provocative testing. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was reproduced. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.